Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending artery. There was a large pericardial effusion which required pericardiocentesis. A 2.8 x 19 mm graftmaster covered stent could not cross the lesion even with guideliner back-up due to incomplete predilatation. A second 2.8 x 19 mm graftmaster was deployed and sealed the perforation. However, after reversal of anti-coagulation, there was thrombosis in the left coronary that was treated with aspiration and re-anticoagulation. The lad remained occluded distal to the graftmaster and the patient went into cardiogenic shock and pulseless electrical activity and expired. No additional information was provided.